Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, 80% stenosed, mid left anterior descending artery. The 2.5x48 mm xience xpedition stent delivery system (sds) was advanced for use; however, the proximal shaft of the delivery system separated during advancement. The sds was safely removed without any harm to the patient. A new sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.